Event description:
Further information received reported that there were no additional diagnostics performed. It was noted that the cause of the rib and abdomen stimulation was determined to be just the width of the 5-6-5 lead, but also ¿4 mm electrode span between electrodes up and down. Caudad to caudal.¿ it was further noted that the patient was not getting any more rib stimulation with the 2x8 like they were with the 5-6-5, and they were getting low back coverage. It was noted it was ¿much better.¿

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had his lead replaced as it was creating too much rib and abdomen stimulation. A new 2x8 lead was placed and the patient was getting stimulation in the leg and low back, which is where the patient wanted it. There were no device problems.